Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 the pump has been returned and evaluated by product analysis on 10/03/2017 with the following findings: during investigation, the original allegation of a dim/fading display was unable to be investigated as the pump powered on to a blank display. The pump was opened, and a failed display flex was found. Test screen was used, and display screen operated properly. Unrelated to the original complaint, the battery compartment cap threads were found to be stripped, and the cap was unable to fit on the pump or a test pump. A test cap was able to fit on the returned pump.